Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump due to the cartridge not fitting. Customer's blood glucose was approximately 163 mg/dl. Ultimately, the customer successfully loaded the cartridge and was able to resume insulin delivery.